Event description:
It was reported that the patient¿s previous implantable neurostimulator (ins) gave them electric shocks starting in (B)(6) 2014. The patient¿s system was replaced on 2015 (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# v125945, implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).